Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an intermittent low blood glucose (bg) level of 47 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. System check with tandem technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.